Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: two (2) samples were received for evaluation. A visual inspection with the naked eye noted one of the samples had damaged cassette sheeting which verified the reported condition. The cause of the reported condition could not be determined. The second sample had no visual issues and the device met specifications. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic film coating of an amia automated pd cycler set was damaged which resulted in a leak. Air bubbles were seen under the piece of plastic (cassette) that goes in the front door. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.